Event description:
During a planned coronary angiogram, a 6f avanti sheath introducer was placed in the right femoral artery without any problems. A guidewire (gw) and guiding catheter (gc) were advanced to the left coronary artery and an angiogram was done. After retrieving the gc and gw without any problems, the physician went to advance a gc and gw without force however, the guidewire would not advance through the sheath. The physician retrieved the guidewire and the sheath without problems and noticed that the sheath was split in the cannula. The physician mentioned that the sheath had kinked when he tried to introduce it "a little more in the artery" and it was after this kinking that the split in the cannula occurred. The procedure was stopped and the pt went for an ultrasound scan of the femoral artery. The pt experienced some pain in the days following the procedure, but they since "disappeared."